Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the third-party service technician was unable to retrieve any data or error logs due to the trilogy 100 device not powering up. The third-party service technician evaluated and determined the power supply was preventing the device from powering up. The third-party service technician replaced the device's power supply to address this issue. Additional findings not related to the malfunction/issue was damaged to the keypad and base, rear, and front enclosure cases. The third-party service technician recommended that the keypad, and enclosure cases for the base, rear, and front be replaced on the device.